Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds in standing position and perforation of the right ventricle and pericardium had occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.